Event description:
A reporter called to submit a report about his rollator that broke after 3 month's use. He said it was bought from amazon on september 23, 2022. He used it for 3 months fine and one day he was walking on the street, and the wheel fell out and he fell on his knees. He said he was not hurt. He contacted amazon but they refused to take it back since he used it. He then contacted the manufacturer, and a lady told him to take a picture and send it to her. After he did that, they sent him two replacement wheels. He said he hired someone to install the wheels and started using the rollator. He said last friday the same thing, happened, the wheels fell out and he feel again but he was not hurt that much. He stated he tried to contact the manufacturer about 10 times, and sometimes he was told someone will get back to him other times, no one answers. He also wants to know if his device has been recalled.